Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device required additional sutures in place due to hematoma and bleeding of the pocket. The patient was discharged and was recovering.